Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib). During cti ablation, the ablation catheter was inserted, and a large amount of air was noted. After removing the air, a short sheath was inserted to fill the gap in the lumen and air check was performed, but a large amount was drawn. It was checked many times, but the situation remained the same. A large amount was drawn when checking for air with a syringe. No air was observed after the aspiration. The procedure was completed using the device as it was. No patient complications occurred. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib). During cti ablation, the ablation catheter was inserted, and a large amount of air was noted. After removing the air, a short sheath was inserted to fill the gap in the lumen and air check was performed, but a large amount was drawn. It was checked many times, but the situation remained the same. A large amount was drawn when checking for air with a syringe. No air was observed after the aspiration. The procedure was completed using the device as it was. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.